Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient witnessed an elective replacement indicator (eri) on their patient controller, indicating that their scs ipg may be nearing its end of life and may not be able to provide effective therapy in the near future unless it is replaced. The patient stated that their device is no longer operable and may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.